Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained oversensing due to noise on the ventricular lead via merlin.net transmission. Noise was not reproducible with isometrics and deep breathing in clinic. No programming changes were made. The patient will continue to be monitored via merlin.net.